Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy and cine were not working. Review of the system log file showed that the issue with ippc disk. The fse replaced the ippc os disk also reloaded the software and reseated the ram in ippc. After replacement and reloaded the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the fluoroscopy and cine were not working. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow-up report will be submitted when further information is received.